Manufacturer narrative:
E1 updated. Customer details.

Event description:
Patient reported their bite is off.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.